Event description:
It was reported that a malfunction occurred on the pump, but no notable events preceded this issue. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, and after doing so, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if any issues reappear.